Event description:
Customer reported the system displayed a regulator failure error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the gib board, replaced the filament driver board, high voltage tank, backplane, and gib board and performed a filament calibration. System operates as intended.